Event description:
The young man had a revision left distal femur minimally invasive grower in 2017. I did one lengthening about 1cm in (B)(6) 2019. No more lengthening could be done due to tight soft tissue. He noticed left leg gradually lengthened for the last few months.

Manufacturer narrative:
Reported event: an event regarding spontaneous extension involving a distal femur mig was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mig distal femoral replacement which was inserted (B)(6) 2015. The surgeon reported that the implant has successfully been extended by 1.5 cm initially but fail to extend afterward due to tight soft tissue. However later the surgeon noticed that the implant had been spontaneously extended. The x-rays provided showed that implant has been initially extended by 1 cm and not much change in the second x-ray but extended roughly by 6 cm in the recent x-ray. As the results the left femur is longer than the right femur. Therefore, this radiographic review can confirm the clinical report. Device history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 13aug2015 with no reported discrepancies. Complaint history review: there has been 1 other event. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
The young man had a revision left distal femur minimally invasive grower in 2017. I did one lengthening about 1cm in (B)(6) 2019. No more lengthening could be done due to tight soft tissue. He noticed left leg gradually lengthened for the last few months.